Event description:
It was reported that the device was used during a laparoscopic appendectomy. The device was being fired across the meso appendix using a gray reload. The stapler misfired: the device cut, but the staples did not form properly. A clip applier was used to clip the meso appendix, there was a lot of bleeding. The blood loss was approximately 50cc, with no intervention of blood or blood products, and was controlled very quickly. After clipping the harmonic was used for cauterizing.

Manufacturer narrative:
(B)(4). (B)(4). By the initial contact. Evaluation summary: the analysis results found that the ats45 device was received in good visual condition and with a reload in the device. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.